Manufacturer narrative:
On 26 september 2017 the supplier of the ceramic ball head involved in this complaint (not marketed in us) provided a document review reporting as follows: the component properties and the microstructure as obtained from the quality document accomplish the requirements as specified at the time of production. There are no indications of any pre-existing material defect or non-conformities regarding sterilisation. Due to a lack of ceramic parts further investigations cannot be done. On 05 2017 the medical affairs director performed a clinical evaluation and commented as follows: early infection in tha, 3 months after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch review performed on 12 october 2017. Lot 168430: (B)(4) items manufactured and released on 02 march 2017. Expiration date: 2022-02-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery due to infection. The surgeon replaced the medacta stem and other non-medacta components (cup, head and liner). The surgery was completed successfully. The pathogen won't be available.